Manufacturer narrative:
On 05.nov.2015 it was communicated that the pathology results came back negative. Batch review performed on 23 november 2015: lot 152101: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 code 01.29.202 lot. 148655 (k112115): (B)(4) items manufactured and released on 16 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 25 nov the medical affairs director made the following comment: this case was originally reported as a wound infection, almost certainly not related to the implant. Later, after secondary surgery, the pathological examination gave negative result, but the surgical procedure had been carried out nonetheless with a superficial lavage. The replacement of movable parts subject to wear is normal procedure when carrying out an internal lavage of the wound. No action is required on implanted devices.

Event description:
Patient came in with pain and swelling. The surgeon felt the patient had an incisional infection but decided to exchange the dm liner and ceramic head while washing out the hip. The surgery was completed successfully. X-ray available. Explants not available.

Manufacturer narrative:
On 22 january 2016, it was prepared a final report with the information already submitted in the initial report. On 25 january 2016, the report was sent to the initial reporter and the case was closed.